Manufacturer narrative:
Concomitant medical products: dtma1qq crtd, implanted: (B)(6) 2018; 4298 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead had far field r-wave (ffrw) oversensing. The lead is still in use. No patient complications have been reported as a result of this event.